Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for neck oa. Device and procedure (relatedness). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).